Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: patient presented with following pre-op diagnoses: degenerative disk disease. Herniated nucleus pulposus l4-l5, l5-s1. For which, patient underwent following procedures: open transforaminal lumbar interbody fusion (tlif) tuition l4-5, ls-s1 left with pedicle screws, cross link and interbody device and bone morphogenic protein (bmp) local bone graft. Per op notes, the bmp was placed on the opposite sides of both disk spaces after irrigation and local bone graft was placed behind the bmp. This was followed by the interbody graft which was filled with local bone graft. This was tamped into place and found excellent position on ap and lateral views on fluoroscopy. Patient tolerated the procedure well with no complications reported. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.